Event description:
One morning a patient called the ventricular assist device (vad) coordinator on call to report he had a controller fault alarm at home. Patient reported his controller was on and running, but only the revolutions per minute (rpm) parameter was visible (despite pressing the scroll button). Patient exchanged his primary controller for his back up controller without incident. Patient did not experience lightheadedness or other symptoms. Controller analysis by coordinator revealed the vad was on at all times and a component malfunction resulted in missing parameters.